Manufacturer narrative:
The reagent readypack was checked. The solid phase was completely mixed well and there were no clumps present. The related quality controls were within normal ranges. There were no instrument errors with the system during the event. The patient samples could not be returned to the manufacturer site for further testing due to china customs issues. Therefore, the cause could not be determined. The cause for the enhanced estradiol (ee2) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False high advia centaur xp enhanced estradiol (ee2) results were obtained on samples from two patients. The patient samples were repeated in duplicate and the results were lower. The lower results were accepted by the physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00254 on december 20, 2016. On 02/13/2017: additional information: a field service engineer (fse ) was sent to the customer site for system inspection. The fse checked the system and replaced the sample and reagent probes. The discordant results could have been caused by the sample and reagent probes not aspirating/dispensing the proper volumes. A precision study was performed following service of changing the probes and the results were acceptable. The customer continues to run patient samples and the quality controls for enhanced estradiol (ee2) are acceptable. No product issue was identified. The instrument is performing within specifications. No further evaluation of the device is required.